Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The manufacturing record of the device was reviewed with no irregularity found. If additional information becomes available at a later time, this report will be supplemented. Please cross-reference to 8010047-2016-00395.

Event description:
Olympus was informed that two patients contracted pseudomonas. The user facility is investigating the subject device used on the two patients and another lf-tp, two scopes in total, other devices, and the whole reprocessing procedure.

Manufacturer narrative:
This supplemental report is being submitted as additional information became available. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that there were no dirt, deterioration, and foreign substance at the metal part of the distal end, the glue part, lenses, and both of the bending section cover glues. There were also no dirt, deterioration, and foreign substance found inside the channel and the suction cylinder. Though a water leak test was performed, the leakage could not be found. The exact cause of the reported event could not be conclusively determined at this time.